Event description:
Medics responded to a person described as in cardiac arrest. The pt was connected to the device and the "analyze" button pressed. The device advised a shock but, according to the rptr, the device powered off before a shock could be delivered. The pt was not resuscitated.